Manufacturer narrative:
Ous MDR.

Manufacturer narrative:
As part of the analysis of the lead was observed that the insulation was damaged by wear-through. This damage is to be regarded with high probability as the cause of the clinical complaint. The observed type of damage requires a load on the lead over an extended period of time. X-rays or diagnostic images of another kind which show the relative positions of the implanted system, were not available for analysis. Furthermore, it was found in the analysis of the lead, that the cable lead 9 cm distal to the connector pins was broken to the rv shock coil. It is therefore likely that strong tensile forces led to this damage during explantation. There was no evidence of material or manufacturing defects.

Event description:
Ous MDR - after an implantation time of 43 months, an inappropriate shock delivery was reported. No deterioration in the pt's state of health was reported. The device was explanted.